Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Right femoral artery was selected as the access site. Calcium was observed in all three native leaflets with significant nodular calcium located within the nadir of the non-coronary cusp (ncc)extending into the left ventricular outflow tract (lvot). Calcium extension into the lvot appeared greater than 6 mm. Temporary venous pacemaker was placed, and pigtail positioning were performed per standard technique. The native valve was crossed using a straight wire and al1 catheter. A non-abbott wire was advanced into the left ventricle (lv). The right femoral arterial sheath was exchanged for a 14 fr non-abbott introducer sheath (is). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 22mm, non-abbott balloon. Navitor valve was checked prior to insertion and confirmed that no retainer tabs were noted to be out of position and the stent frame appeared uniform without visible abnormality. During the procedure, on 80 percent in cusp overlap view, it was placed at a depth of 5mm on the ncc and 6mm on the left-coronary cusp (lcc). The valve appeared severely under-expanded with incomplete stent opening along the non-coronary aspect of the frame. A full recapture was performed and on the second attempt, a similar appearance persisted so a full recapture was performed. On the third attempt, frame expansion appeared mildly improved but incomplete stent opening persisted. Depth at this stage was estimated at approximately 5 mm on the ncc and 6mm on the lcc. The valve was decided to be deployed with an intention of performing a post-implant balloon aortic valvuloplasty (post-bav). Post-implant, the valve migrated towards the aorta and observed to be a depth of approximately 3-4mm. The non-abbott guidewire was then partially retracted into the radiopaque tip, and the ds was gently withdrawn. As the radiopaque tip advanced to approximately halfway through the inflow edge of the valve frame, the tip appeared to contact the bunched or incompletely expanded portion of the inflow frame. At that moment, the valve appeared to release stored mechanical energy and migrated superiorly into the aorta to approximately the mid-sinus region. The 27mm, navitor vision valve was successfully repositioned below the innominate vessel using a snare. A second 23mm, non-abbott valve was selected for implant. During preparation of the non-abbott valve, the patient experienced an episode of ventricular fibrillation. One defibrillation shock was delivered with successful restoration of normal sinus rhythm (nsr) return of blood pressure to normal range. The non-abbott valve was successfully deployed without complications. The implanter believes the cause of migration to be the recapture performed twice due to iso introduced tension into the system. The patient left the procedure room in a stable condition.